Event description:
It was reported that there was an issue with an unspecified applier. During a an operation involving the carotid, the applier caught a vessel and "tore" it; this occurred after releasing a clip. An additional medical intervention was required. There was no harm to the patient and no surgical delay due to the reported event. Further details had been requested, however, not yet provided.

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that a lot number was not provided, the device quality and manufacturing history records could not be checked. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based on the investigation results, a CAPA is not necessary.